Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents of the patient noticed a decline in hearing with the device and inconsistent response from the patient. External parts have been checked and work fine.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The parents of the bilaterally implanted patient noticed a decline in hearing with the right side device and inconsistent response from the patient. No report of incident of accident or trauma received. The patient has been re-implanted. During device removal it was noted that the implant housing had slightly rocked.